Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ball bearing was found missing from the device after a procedure. The instrument was not used in the procedure. No adverse events have been reported as a result of this malfunction as there was no patient involvement.

Manufacturer narrative:
Cmp-(B)(4). The following report is submitted to relay additional information updated: the reported event is confirmed. The visual inspection identified that the returned product exhibits signs of repeated use and is missing the ball bearing component. Device history record (DHR) was reviewed and no discrepancies were found. Investigation identified that a previous field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause is attributed to previously addressed design issue. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.